Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that during the first puncture, the mesentery of the small intestine was torn. The bleeding was not noticed at first, because it was not in a visible area. In the evening, a relaparotomy was necessary.